Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was programmed to ventricular tachycardia (vt) mode to value other than monitor plus therapy. No additional information was received that could confirm the reason for the deactivation. This defibrillator remains in service. No adverse patient effects were reported.